Event description:
It was reported that the needle hub of the customer's sensor broke off in the inserter and the customer was unable to insert and use it. The inserter was stated to be causing the problem. The customer's blood glucose was not known. Nothing further reported.

Manufacturer narrative:
Analysis was not performed as the complaint was replated to the inserter.